Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator unit was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. The reported problem could not be confirmed through system logs. Visual inspection revealed no issues related to the reported event. Functional testing of the generator using the system showed that the unit energized and cauterized across all ports and instruments without issue. The complaint was not confirmed based on the field evaluation and failure analysis the probable root cause of customer reported issues cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) stopped working and the site opted to move to a third-party generator prior to calling into technical support (ts) and was advised power cycling iesu when clinically possible. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system functionality checked upon powering on the system and initially power on without errors. The site contacted for troubleshooting weeks prior to the procedure and full troubleshooting was completed. Site used the bypass cord to use the third party bovie machine to resolve the reported issue/to continue the procedure. The procedure was completed with no issue after the troubleshooting with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.